Event description:
It was reported that the therapy delivery test failed. The customer evaluated the device and received remote support from the customer care solution center, during which a quote was provided for replacement of the pca processor. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the pca processor. The customer was advised to replace the pca processor to return the device to working condition. The device remains at the customer site. There is no indication of a systemic problem. The faulty component has been requested for failure analysis, but it is reportedly unavailable for such. No further investigation or action is warranted.

Event description:
It was reported that the therapy delivery test failed. The customer evaluated the device and received remote support from the customer care solution center, during which a quote was provided for replacement of the pca processor. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the pca processor. The customer was advised to replace the pca processor to return the device to working condition. The device remains at the customer site. There is no indication of a systemic problem. The faulty component has been requested for failure analysis, but it is reportedly unavailable for such. No further investigation or action is warranted.